Manufacturer narrative:
(B)(4). The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the surgeon reported that the clips seemed to be falling off, or not fully closed. Another like device was used to complete the procedure. The patient was brought back due to a bile leak.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: was the surgeon loading the clip and inspecting the clip in the jaws off of the vessel prior to placing the clip on the vessel: they come pre-loaded; can more information be shared regarding clip shape or form: no; what did the surgeon do to address the inadequate clip formation in the initial surgical procedure: get another one; were clips applied from both of the devices used in the procedure: yes; in the re-op were the clips still secure on the vessel: no; how was the bile duct leak addressed: ercp procedure & perc drain put in; if there was an additional surgical procedure, could the clip be identified at surgical site: were they fully formed? No other surgical procedure.